Event description:
Information was received based on review of a journal article titled, "shoulder hemi-arthroplasty for the treatment of three and four part fractures of the proximal humerus using comprehensive fracture stem" which aimed to examine the functional outcome and the radiological results of proximal humeral hemi-arthroplasty for fractures using the comprehensive fracture system, manufactured by biomet; and to investigate the influence of different parameters including age, gender, cuff deficiency and super migration on the results and outcome. The study consisted of thirty-two (32) patients with proximal humeral fractures that required hemi-arthroplasty between (B)(6) 2004 and (B)(6) 2006. Images taken on year after surgery revealed superior migration of the prosthesis in ten (10) patients. At the final follow-up, 84% of patients had either no pain (18 patients) or only mild pain with heavy activity (9 patients). Four patients complained of pain after light activity and one patient had continuous pain that required regular analgesia. In conclusion, the shoulder hemi-arthroplasty using the comprehensive fracture stem manufactured at biomet, is reliable in providing pain free shoulder after such a serious and disabling injury as reported by others using different implants.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Dates of events - unknown; expiration dates - unknown; dates implanted - unknown; dates explanted - unknown. (B)(6). Manufacture dates ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.